Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Two of 2 reports: other mfg report number - 9680091-2018-00001. The nurse reported that within (B)(6) 2017, the clinicians combined two boxes of tcc23001 tcc-ez 10 casting systems with different lot numbers (0517037 and 0417014) and was used on two patients. After several days, the patient's cast collapsed and caused rubbing and pressure on the patients¿ skin. Which lead to blisters and partial-thickness wounds on the dorsal and lateral foot or ankle of the patients. Standard wound care was done to treat these injuries. Since two boxes of casts were combined and used, the customer was unsure which cast caused the reported injuries.

Manufacturer narrative:
Investigation completed on 22feb2018. Device history record (DHR) - no deviations found in the production process or in the finished goods inspection. The product was released without quality issues. Root cause can not be determined as there was no sample received for evaluation and the complaint was not confirmed.